Event description:
Pt was in surgery to fix a left inter-trochanteric fracture. During the procedure two 7/64" drill bits broke off in the femoral shaft. These were left in place since they were in hard cortical bone and no adverse consequence was expected.